Event description:
This report is for nerve damage & extreme pain after revision of the patient's left knee. I had a total knee replacement done and have had major issues with it. The plastics were loose causing my knee to buckle, lock up, have excess side to side movement, constant pain in my left knee and, fell down stairs because of it. I had a revision surgery done on (B)(6) 2020, where the plastics were replaced. I have made multiple trips to my orthopedic doctor for severe pain in my knee before and after the second surgery with no avail. I am extremely unhappy with the results of the knee replacement and now, suffer nerve damage and constant extreme pain in my left knee. I was told to reach out to the bbb to report my issue however, I decided to give y¿all a chance to make this right. The pain in my knee is so severe that I can¿t sleep at night nor can I perform normal day to day activities.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium bplate triathlon s3; cat# 5536b300; lot# ctd19862, triathlon asymmetric x3 patella; cat# 5551-g-299; lot# 76hn, triathlon p/a cr beaded #4l; cat# 5517f401; lot# bxj7l, simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dby005, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding pain and patient factors (nerve damage) involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the patient appeared to undergo a revision knee surgery with replacement of the polyethylene increasing the thickness to 16mm for complaints of pain and instability. No sound conclusions may be made due to the lack of medical records. Device or procedure related adverse event: no device related issues were apparent. Root cause and confirmation: a root cause cannot be determined due to a lack of medical information. A revision surgery can be confirmed." Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient continues to experience pain and "nerve damage" post-revision of stryker implants. A review of the provided medical records by a clinical consultant was performed and could not confirm the reported event due to insufficient information provided. Further information such as pathology reports and pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This report is for nerve damage & extreme pain after revision of the patient's left knee. I had a total knee replacement done and have had major issues with it. The plastics were loose causing my knee to buckle, lock up, have excess side to side movement, constant pain in my left knee and, fell down stairs because of it. I had a revision surgery done on (B)(6) 2020, where the plastics were replaced. I have made multiple trips to my orthopedic doctor for severe pain in my knee before and after the second surgery with no avail. I am extremely unhappy with the results of the knee replacement and now, suffer nerve damage and constant extreme pain in my left knee. I was told to reach out to the bbb to report my issue however, I decided to give y¿all a chance to make this right. The pain in my knee is so severe that I can¿t sleep at night nor can I perform normal day to day activities.

Event description:
This report is for nerve damage & extreme pain after revision of the patient's left knee. I had a total knee replacement done and have had major issues with it. The plastics were loose causing my knee to buckle, lock up, have excess side to side movement, constant pain in my left knee and, fell down stairs because of it. I had a revision surgery done on (B)(6) 2020, where the plastics were replaced. I have made multiple trips to my orthopedic doctor for severe pain in my knee before and after the second surgery with no avail. I am extremely unhappy with the results of the knee replacement and now, suffer nerve damage and constant extreme pain in my left knee. I was told to reach out to the bbb to report my issue however, I decided to give y¿all a chance to make this right. The pain in my knee is so severe that I can¿t sleep at night nor can I perform normal day to day activities. Update: patient reported a nerve ablation on date unknown. Patient would like to know if x3 insert subject to a recall.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the patient appeared to undergo a revision knee surgery with replacement of the polyethylene increasing the thickness to 16mm for complaints of pain and instability. No sound conclusions may be made due to the lack of medical records. Device or procedure related adverse event: no device related issues were apparent. Root cause and confirmation: a root cause cannot be determined due to a lack of medical information. A revision surgery can be confirmed." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient had a nerve ablation to address pain. A review of the provided medical records by a clinical consultant was performed and could not confirm the reported event due to insufficient information provided. Further information such as pathology reports and pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The patient is also enquiring if their implants are subject to recall. A search indicated that the subject device is not part of a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.